Event description:
It was reported a patient had allergic reaction while using spark aligners. Patient experienced tingling sensation and followed by swelling patient's tongue. Patient got better when remove the aligners out. Patient has sensitivities to a lot of things, but doctor concerns due to the tongue swelling.